Event description:
The recipient is reportedly experiencing an infection and pain. The recipient underwent exploratory surgery. The recipient is currently on liquid morphine. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's pain is reportedly due to infection complications.

Manufacturer narrative:
Two months post-op, the recipient reportedly experienced minor inflammation of the incision scar. On (B)(6) 2015, the recipient was treated with IV antibiotics (ciprofloxacin and rifampicin) for two months. The recipient was admitted (B)(6) 2015 for wound exploration and granulation debridement. The recipient was discharged (B)(6) 2015. The recipient's infection resolved, however, pain persisted. The recipient's device was explanted.

Manufacturer narrative:
(B)(4). The recipient reportedly has no further issues with infection. The external visual inspection revealed the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.